Event description:
It was reported that the cannula length of a bd ultra-fine insulin syringes was too long. The following information was provided by the initial reporter: spouse of consumer reported needle length is too long.

Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.